Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a driveline replacement procedure. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. A review of the manufacturing documentation confirmed that the associate device met all requirements for release. Review of log files was not performed since the event date is unknown. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, driveline damages leading to driveline repair/replacement may be attributed to multiple factors including but not limited to excessive exposure to uv light, improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.